Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of less than 200 ohms. It was noted that the rv pace impedance measurements had been trending below 200 ohms for over the last year. The lead remains in service. No adverse patient effects were reported.